Event description:
It was reported that prior to surgery, during pre-testing, it was observed that the electric pen drive device had intermittent power or then no power at all when in use. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. It was reported that the event occurred in (B)(6) 2014, but the exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor assembly or (ecu) electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate